Manufacturer narrative:
Additional information was received on 23-may-2023. They believe the plastic fluid valve was cracked. The hemostatic valve dislodged inside the hub. The hemostatic valve did not dislodge outside of the hub. The brim / hub did not become detached from the sheath. Air did not enter the patient¿s body. The hospital accidentally discarded this product after it was set it aside for return. In the 3500a initial it was assessed as MDR reportable for a hemostatic valve leak issue. Therefore, coded the h6. Medical device problem code as ¿fluid leak (a050401). After review of the additional information received, the event was re-assessed to MDR reportable for a hemostatic valve separation. Therefore, updated the coding for h6. Medical device problem code to ¿material separation (a0413)". The investigation was completed on 14-jun-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. There was a backflow of fluid through the plastic fluid valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the pressure bag and there was a backflow of blood in the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued without further issues. There was no visible damage to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002281 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).